Event description:
A non healthcare professional reported during the intraocular lens implantation lens was not sitting correctly in eye, had to be removed. The procedure was completed the same day. Additional information has been received stating the lens was explanted on a different day in a secondary procedure. Additional information has been received stating the patient did come back again to get a three piece lens implanted but that also did not work. Hence, the procedure was aborted on both days. There was no information about the replacement lens model or serial number as the facility did not implant any lens and the patient was referred to a retina specialist. The product did not cause or contribute to the event.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the distal area (not returned). The lens is split across the center of the optic, typical of insertion and removal from the eye. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported events. Lens damage was observed but is most likely caused by the removal of the lens from the eye. The manufacturer internal reference number is: (B)(4).